Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one signia powered handle. It was reported that the power pack was not adequately charged or could not hold a charge. The battery data was analyzed and the battery was found to have shut down in a safe mode as a result of a voltage imbalance. Based on the evidence available the reported condition that the handle would not charge was confirmed. This condition poses no patient safety risk. Therefore, no corrective actions are warranted at this time. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. During the investigation a secondary condition of damaged connection on 44 pin cable was detected that has no relationship to the reported condition. This condition has a potential for patient harm. The rear housing of the device was removed and damage was noted to the 44-pin flex cable on the ground pins where it connects to the motor board. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. The root cause of the observed damage to the flex cable was determined to be a result of a manufacturing activity. Damage to the ground pins can result in a continuous reset due to an intermittent connection. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the device handle would not charge. There was no patient involvement.